Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient involvement was reported. No additional information is available for this complaint.

Manufacturer narrative:
Date of event and UDI number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. All labels were still intact. There was no abnormality in the appearance of the main body. Investigators checked for looseness in the patient outlet connector confirming the complaint. The load in the loosening direction is applied when the patient circuit is attached or detached. This has been determined to be a design fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted and passed. This issue will continue to be monitored and further actions taken accordingly.